Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is confirmed. The screw showed signs of use with a dull, rounded tip. Functional testing was done by attempting to insert the screw into a block of white oak wood using a ratcheting driver (part# 46-0008) and 1.5mm blade (part# 15-1196). The screw was not easily inserted into the wood. The dhrs for these products could not be reviewed due to the lot numbers being unknown. For this part (95-6104) and the previous one year (from the notification date), there is a complaint rate of (B)(4). Because this overall complaint rate is already below the occurrence rate of this failure mode, no further review is necessary. The most likely underlying cause of the complaint cannot be determined, but it is possible that the screw was damaged during an insertion attempt into high-density bone or an off-axis insertion attempt. There are no indications of manufacturing defects. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The user facility is foreign; therefore a facility medwatch report will not be available. Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the tip of the screw was dull and was unable to screw into the patient bone. The procedure was completed using an alternative one. No adverse events have been reported as a result of the malfunction.